Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, system tower door failed and required maintenance. The storage space was unable to be recovered. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) advised the customer to reboot the station. The customer confirmed that the issue was resolved after recovering the failed storage space and successfully tested the functionality. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.